Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The 32 and 36 liner impactor heads both were damaged and spun on the liner impactor shaft. We finished the case without delay of adverse affect.

Manufacturer narrative:
The event is regarding damaged threads involving a mako impactor was reported. The event was confirmed. Damage was observed on the threads of the impactor, consistent with cross threading with the mating instrument. No patient medical records were available for review. Review of the device history records indicate devices were manufactured and accepted into final stock on with no reported discrepancies. There has been no other event for the lot referenced. The investigation confirmed that the device has damaged threads from normal use in the field. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
The 32 and 36 liner impactor heads both were damaged and spun on the liner impactor shaft. We finished the case without delay of adverse affect.